Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. The first clip fired high on the duct, possibly over a gallstone and the clip came out malformed. The apex of the clip was closed, however the distal tip was shaped outward. They removed the clip and proceeded with using the same clip applier. The subsequent clips fired normally. There was no patient injury. The clip was fully loaded into the jaws upon actuation. The trigger was squeezed plastic to plastic. The surgeon did not use the clip applier to skeletonize the tissue. The device will be returning. Medwatch received via mail on (B)(6) 2018: (B)(4). Description of the event: clip was bent and did not clip tissue. What was the original intended procedure? Na. What problem did the user have: device failed (e.g. Broke, couldn¿t get it to work or stopped working). Additional information received via email on (B)(6) 2018 from sterilization specialist. I can confirm medwatch (B)(4) was completed; date event happened was (B)(6) 2018. No other applied medical devices were reported in the month of (B)(6) 2018.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of a malformed clip could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. The first clip fired high on the duct, possibly over a gallstone and the clip came out malformed. The apex of the clip was closed, however the distal tip was shaped outward. They removed the clip and proceeded with using the same clip applier. The subsequent clips fired normally. There was no patient injury. The clip was fully loaded into the jaws upon actuation. The trigger was squeezed plastic to plastic. The surgeon did not use the clip applier to skeletonize the tissue. The device will be returning. Medwatch received via mail on 21aug2018: mw (B)(4). Description of the event: clip was bent and did not clip tissue. What was the original intended procedure? Na. What problem did the user have: device failed (e.g. Broke, couldn¿t get it to work or stopped working). Additional information received via email on 24aug2018, sterilization specialist. I can confirm medwatch (B)(4) was completed; date event happened was (B)(6) 2018. No other applied medical devices were reported in the month of june- august 2018. Patient status: no patient injury.